Event description:
Event description guidant received information that during the cardiac resynchronization therapy defibrillator (crt-d) implant procedure, a guide wire broke while being manipulated in the heart. The physician was able to retrieve the wire from the patient's body and continue implanting the leads. The patient was not injured in this incident.